Event description:
Revision of cormet.

Manufacturer narrative:
(B)(4) initial report. Device details, patient notes, pathology reports, post primary and pre-revision x-rays and reason for revision have been requested in order to progress with the investigation. Device manufacturing records to be reviewed once the lot codes are confirmed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.